Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm was occurring. The alarm was due to pump motor stalls. Multiple motor stalls and recoveries were noted on (B)(6)2010. It was also reported that the pump has had several motor stalls and recoveries since being implanted. It was reported that on (B)(6) 2010, two motor stalls had occurred, each lasting approximately 3 hours. There was no MRI exposure or environmental changes and the pt did not experience any underdose symptoms. The pump was used to deliver lioresal. It was noted that previously a different medication was in the pump and the pt had "an adverse reaction to it." Additional info has been requested, a follow-up report will be sent if additional info becomes available.